Event description:
Evd (external ventricular drain) exchanged at bedside by neurosurgery resident without difficulty. Evd tubing discovered by dr. To be leaking csf (cerebrospinal fluid) at both evd tubing connections located nearest the csf access port. The evd tubing was then replaced by dr. The evd tubing set is defective. Note: dr. Replaced the evd tubing another 3 times in succession due to the discovery of additional leaking evd tubing sets all leaking at various evd tubing leur lock connection sites. Reference reports: mw5163732, mw5163734.